Event description:
It was reported that the patients trial procedure was aborted due to a dural puncture and obstruction in the epidural space. The grind on the bevel of the needle did not match the grind on the stylet. As a result, the needle was very dull, and the stylet did not lock into the hub of the needle to get the grind to match up. The physician believed the needle may have contributed to this incident. The patient was doing well postoperatively, and the trial lead will not be returned per hospital policy.